Manufacturer narrative:
Device evaluated by manufacturer- additional information the device was returned for evaluation and the clinical observation was confirmed. As received the axium prime coil was found damaged, stretched with the polypropylene filament intact, and still attached to the pushwire. The tack weld replacement (twr) crimps were found to be intact. The instant detacher was not returned for evaluation; therefore, any contributing factors from the instant detacher could not be assessed. The pushwire was found bent at the proximal end, but was found to be intact distal to the break indicator at the manual detachment location (via hypotube). An attempt was made to detach the coil three times during evaluation with an in-house instant detacher but coil did not detach. During evaluation, the pushwire was intentionally broken distal to the break indicator at the manual detachment location (via hypotube), and the release wire was pulled back; however, the coin did not pull back from the lumen stop. After removing the outer jacket the coin was pulled back from the lumen stop, and the implant coil detached without difficulty. During evaluation of the coin, the coin was found to be damaged. All other subassemblies appeared to be normal and no other anomalies were observed. It is possible that the bends in the distal end of the pushwire restricted the release wire and coin from pulling back from the lumen stop and subsequently contributed to the ¿non-detachment¿. All coils are 100% inspected for damages and irregularities during manufacture.

Manufacturer narrative:
The axium prime coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of cerebral aneurysm, this coil would not detach. It was reported the physician used another coil and finished the procedure. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.